Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects; however, the surgical procedure appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions per prostar instructions for use, perform a femoral angiogram to verify the location of the puncture site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device was attempted in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was a 14fr sheath. Reportedly, when the prostar xl was attempted to be removed, the prostar xl would not come out smoothly and tore the artery. A cut down was done at insertion to control the bleeding and hemostasis was surgically achieved. The physician is reported to be trained in the use of the prostar xl device and established in the preclose technique. A femoral angiogram was not taken. No additional information was provided.